Event description:
It was reported that atrial lead noise was observed. The noise was reproducible in clinic with isometrics. However, when only the pocket was manipulated, no noise was seen. Further tests were discussed to investigate the issue. No patient symptoms and no further information were reported.